Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device not working out of the box was not confirmed as the device was found to be functioning/running. However, during evaluation, it was determined that the device failed the hand switch test; and that it kept running when the hand switch was released. It was determined that this was consistent with component wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that upon receipt of the device prior to being placed into circulation, it was observed that the electric pen drive device did not work out of the box. During in-house engineering evaluation, it was determined that the device failed the test hand switch test; and that it kept running when the hand switch was released. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.